Event description:
It was reported that (2) devices were used during a nephrectomy. It was reported by the rep that upon contracting handles on the mcl20 instrument to retain clips into tissue, clips fell out. This happened towards the end of the rack. Another instrument was pulled and the same thing happened immediately upon firing. The case was completed by using another instrument. There was no consequence to the pt.